Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: initial zip code is (B)(6). Reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It reported that a female patient who underwent breast augmentation revision surgery with a 325cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV and rupture post procedure. As a result, patient had an explantation on (B)(6) 2022.